Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reaming guide, reaming guide holder and the rod for the reaming guide holder were assembled. The surgeon positioned the assembly in the humerus and malleted it into position in the humerus. The surgeon then tried to release the reaming guide by turning the rod for the reaming guide anti clockwise. The handle of the rod snapped off the rod. The surgeon used a pair of pliers to release the guide. No delay in surgery. No adverse event to patient.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The complaint description states that during surgery, the handle of the rod snapped off the rod and broke. The device associated to the complaint was not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, one other similar complaint was reported for the affected product code and lot combination ((B)(4)). Previous investigations found the cause is attributed to the raw materials used for this device were not relevant for the design requirements. Previous investigations found the material was changed to x17u4 at the plate junction and mx455 was changed at the tip via eco (B)(4). Depuy CAPA (B)(4) was closed and CAPA (B)(4) was created on (B)(6) 2011 and closed on (B)(6) 2013. The complaint sample was manufactured prior to the changes. First batch of new design is (B)(4). Based on the information received and the investigation performed, the root cause of the incident is due to product design.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.